Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4 - UDI #: (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that the device was not calibrated, resulting in a patient injury. The customer returned a dermatome an device, serial number (B)(6), for evaluation. The customer also returned a hose and 1"/2"/3"/4" width plates, for evaluation. Product review of the dermatome an on february 6, 2020 revealed that the motor speed was within specifications and the control bar was in the correct position. The calibration was in specifications at all settings. Repair of the dermatome an was performed by zimmer biomet surgical on february 6, 2020 which included replacement of the vespel bearings and semi-circle bearings. Dermatome an, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was unable to be confirmed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). The investigation for this complaint is still in progress. Once the investigation is complete a follow u MDR will be submitted.

Event description:
It was reported that the device was not calibrated, resulting in a patient injury. Event occurred during surgery. There was an unspecified harm.